Event description:
Device 1 of 3 : reference MFR. Report # 1627487-2018-12556 , reference MFR. Report # 3006705815-2018-03178.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2018-12556. Reference MFR. Report # 3006705815-2018-03178. It was reported the patient is experiencing uncomfortable stimulation following a car accident. Reprogramming revealed low impedance but did not resolve the issue. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2018-12556. Reference MFR. Report # 3006705815-2018-03178. It was reported during follow up the patient underwent surgical intervention, during which the patient's leads and ipg were replaced. Surgical intervention addressed the issue.